Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 100 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.